Manufacturer narrative:
Product investigation completed. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders were pressure tested and performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The was functionally tested and failed deflation test. Product analysis concluded these deflation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction.

Event description:
It was reported that during procedure the inflatable penile prosthesis (ipp) was filled but it would not properly deflate. The physician removed the device and still experienced difficult deflating the system. The pump was not deflating correctly so the component was not implanted. The procedure was completed successfully with a second device and no clinical consequences to the patient.